Event description:
Report rec'd of balloon failure while in pt use. The pulmonary artery catheter was tested pre-insertion with no problems noted. The catheter was placed in the pt and worked correctly for approximately 24 hours. At that time, it was reported that "the balloon would not inflate and that the catheter would not float into the wedge position." The catheter was removed and replaced with a new catheter. Customer states that upon removal, "the balloon would not inflate." Customer did not know if the balloon had ruptured or if the balloon was intact on the catheter. No adverse pt effects reported.